Manufacturer narrative:
E1 initial reporter city: (B)(6) device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The hypotube had numerous kinks. Microscopic examination revealed 2 pinholes in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured. The calcification appeared a bit more severe from imaging and the device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured. The calcification appeared a bit more severe from imaging and the device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient status was stable.